Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Block d6b: explant date: 2022.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to an unknown reason.